Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/30/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and the receiver. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed on the receiver however it was not possible to communicate with the global communication tool. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint of loss of connection could not be confirmed because of the occurrence of the "call tech support" error.